Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The complaint of intermittent audio output could not be confirmed. CAPA has been initiated for this issue.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced intermittent audio alerts. According to the patient's wife she reported being awoken by the receivers' vibratory alert at 2:30am and found the patient unconscious. She then administered coke and glucagon to the patient. There was no report of any further injury or medical intervention. The patient reported he was doing good at the time of the call. Dexcom has issued an rga for patient to return the device to be investigated.